Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that prior to the patient getting their pacemaker implant, the patient was having problems with their ins. The rep stated the battery was not staying charged. The patient has not charged their ins since around the time the patient had their pacemaker implanted. The rep is working with the patient's doctor, and they are trying to get the ins back to normal function and/or replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep had no knowledge of what the patient's exact problem was with her charger. She said she had not charged her device in a long time. As directed by tech services, the rep researched local physician practices that could help the patient with her stimulator.